Manufacturer narrative:
Investigation summary: samples and photos received (B)(6) 2017 decontaminated. DHR investigation (B)(4)/ no related investigation were found from the same lot#. Did the returned sample show the reported defect? No. In qa lab, the sample was opened and proceeded to conduct the leakage testing. No abnormality was found in the returned sample. The specifications of the information, after puncture and removing the needle, blood leakage occurred at septum area. This complaint was unconfirmed. Bd was not able to duplicate or confirm the customers indicated failure mode. In conclusion. Because only returned the representative sample and no abnormalities were found in the returned sample no definitive root can be found the leak complaint. Is the product within specifications? Yes. No CAPA will be initiated at this time.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked during use. No serious injury or medical intervention noted.